Event description:
A customer reported receiving an unspecified low glucose scan on the abbott diabetes care (adc) device compared to an unknown result from an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer felt thirsty. The customer was unable to self-treat. The customer had a contact with a healthcare professional (hcp). Upon arrival, the customer blood glucose levels were measured. The hcp removed the sensor and treated the customer by administering unspecified infusion with fluids for the diagnosis of hyperglycemia. The customer remained in hospital overnight for further observation. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.2 mmol/l was compared to a laboratory meter result of 33.5 mmol/l. The length of the wear was 4 days. When the provided results were plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded and a valid serial number is not provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.